Manufacturer narrative:
A patient had an infection starting at the ipg site moving up to the leads was reported to abbott. Surgical intervention was undertaken where the ipg and leads were explanted to address the issue. The patient was administered with oral antibiotics and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:1627487-2024-07412, manufacturer reference number:3006705815-2024-01835. It was reported that the patient was experiencing infection starting at the ipg site moving up to the leads. As a result, surgical intervention was undertaken at an unknown date (around (B)(6) 2023) where the ipg and leads were explanted to address the issue. While explanting the system, one of the leads fragmented which was later explanted (manufacturer reference number: 1627487-2024-07413). The patient was administered with oral antibiotics and the infection has since resolved.